Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and foreign material was inside the packaging outside of specifications. It was reported that there was a "hair" inside the sterile packaging of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved. The procedure continued. Additional information was received. The issue was noticed before use of the device. All packaging was discarded and hence can not be shipped. The foreign material was short and brown in color. The device was not used on the patient. The event was assessed as MDR reportable for foreign material inside the packaging outside of specifications.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and foreign material was inside the packaging outside of specifications. It was reported that there was a "hair" inside the sterile packaging of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved. The procedure continued. The issue was noticed before use of the device. All packaging was discarded and hence can not be shipped. The foreign material was short and brown in color. The device was not used on the patient. The bwi product analysis lab received the device for evaluation on 08-nov-2022. The investigation was completed on 21-nov-2022. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, foreign material was observed at the handle of the vizigo sheath. The foreign material looks like a plastic hair. Also, according to the photos provided the package was opened and water drops were observed around the package, this suggests that the device was opened for used, however, this cannot be conclusively determined. At this time cannot be determined the source of this material. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection. Visual analysis of the returned sample revealed that no damage or anomalies were observed. A device history record was performed and no internal actions related to the complaint was found during the review the event described could not be confirmed as package was not returned for analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H6: investigation findings code of ¿appropriate term/code not available (c22)¿ represents photo/video analysis. H6: component code of "appropriate term/code not available (g07002)" represents packaging. H6: investigation conclusions of "appropriate term/code not available (d17)" represents unable to analyze as packaging was not returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4) the product investigation was reopened to clarify/correct the investigation findings which resulted in the reclosure of the product investigation on 08-dec-2022 with the following changes/corrections: a picture was received for evaluation following biosense webster's procedures.according to pictures provided by the customer, foreign material was observed at the handle of the vizigo sheath, the foreign material looks like a plastic hair. Also, according to the photos provided the package was opened and water drops were observed around the package, this suggests that the device was opened for used, however, this cannot be conclusively determined. At this time cannot be determined the source of this material. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint.the product was returned to biosense webster for evaluation. Bwi conducted a general inspection through a visual inspection.visual analysis revealed no anomalies on the device, no foreign material (hair) was observed on the device handle. According to the photos provided by the customer, hair was observed on the device handle.a device history record was performed, and no internal actions related to the complaint were found during the review.the event described could not be confirmed as no foreign material was observed during the investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance.as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings- removed: no findings available (c20)added: inappropriate material (c0602) and no device problem found (c19)h6. Investigation conclusions-removed: appropriate term/code not available (d17)added: no problem detected (d14)